Event description:
During insertion, the stent got caught on previously placed stent. When pulled back out of body, it was noted that the stent had become dislodged from stent balloon and retained in coronary. Multiple attempts were made to retrieve dislodged stent and was unsuccessful. Open heart surgery was called for and patient taken to operating room.